Event description:
On 9/24/97 the entire device was removed from the patient because "non-functioning of device." Additional information received indicates connector leak - pump failure or blockage - "could not circulate fluid post operative pump was activated."